Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the spike of a transfer set assembly (short), titanium spike was ¿loose and rotated¿. This occurred at the hospital during use for peritoneal dialysis therapy. At the time of the event, the transfer set had been in use on the patient for one (1) day. There was no patient injury or medical intervention associated with this event. No additional information is available.